Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, infection, erosion, urinary problems, recurrence, dyspareunia and vaginal scarring. No further information has been provided.